Manufacturer narrative:
See manufacturer¿s report # 3007566237-2016-04357 for the patient¿s other issue.

Event description:
Information received from consumer regarding a patient implanted with a neurostimulator for occipital neuralgia reported that their implantable neurostimulator (ins) replaced because the battery was ¿not working¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.